Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a battery failure. There was no reported patient involvement.

Manufacturer narrative:
Issue was not reproduced and the device was operational as per manufacturers specifications. The investigation concludes that no further action is required at this time.